Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose level was not included in the report. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device was received cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.